Event description:
While the patient was on the bed, the foot end of the bed came off. The bed was taken out of service. The assessment was done by clinical engineering, and was found that the fastener and bolt that connected the articulating lower assembly had sheared.